Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was explanted to downgrade to a leadless implantable pulse generator (ipg). The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.